Event description:
Information received indicated that the siderail was not locking which resulted in a patient fell out of the bed. No injury reported.

Manufacturer narrative:
The hill-rom field investigation indicated the sheets were blocking the siderail lock which prevented the siderail from latching. The sheet was removed to resolve the issue.